Event description:
We have experienced numerous intermittent malfunctions in our infusion pumps for most of the past two years. We experienced at least four just within the last week. Typically, the pump will be operating normally until it suddenly generates a loud audible alarm with flashing lights and a fail code "2156" (or similar value). The alarm continues until the nurse responds and turns off the pump. For a short period after the malfunction, operation of the pump may remain problematic, therefore we have always advised our nurses to immediately discontinue the pump when this occurs, but occasionally the pump will not operate properly to unload the IV tubing set. Our users are concerned in case this problem should happen with a vasopressor drug, since the resulting delays or other difficulties may result in rapid deterioration of the patient's condition.the malfunction, when it happens, often occurs at a state change, especially when the pump reaches the end of a programmed infusion. Some of these malfunctioning pumps have been shipped to the manufacturer, who has so far been unable to duplicate the problem.today we were able to duplicate the reported failure four times in three different pumps. (One pump would not fail, but circumstances prevented us from using exactly the same procedure.)we submitted a medsun report in early 2014 about this problem. We will send one of the pumps we tested today to the manufacturer, since it will reproduce the problem. Our hope is that we may finally resolve this problem or at least find a means to avoid it.======================manufacturer response for infusion pump, infusomat space (per site reporter).======================manufacturer has thus far been unable to resolve the problem or offer advice of how to avoid it.